Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called and reported that the customer's insulin pump had a flashing display. The customer¿s blood glucose level was unknown at the time of the incident. The display issued persisted after battery replacement. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Insulin pump was monitored and no missing segments/partial display during testing.